Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) reported fluid ingress on screen. The carefusion fa rep installed the suspect component in known good unit with known good pcba (printed circuit board assembly) main board. The carefusion fa rep reported the touch screen was not responsive and determined the root-cause was fluid ingress that caused touch screen failure. This is a known issue that is being corrected internally.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Result of investigation: the customer sent the alleged defect for analysis to carefusion (cfn) failure analysis lab. The cfn failure analysis technician visually inspected the device and noticed the fluid ingress within the display. The technician installed the suspect device on a known working ventilator and confirmed that the touch screen is unresponsive to input. The fluid ingress causing touch screen failure is a known issue that has been addressed with an internal investigation.

Event description:
The customer reported the touchscreen was not reponsive, while using the vela ventilator. The customer observed some spot on the touchscreen and is nonreponsive to touch. The issue occurred during testing and there are no report of patient involvement associated with the event.